Manufacturer narrative:
(B)(4). The device evaluation results concluded that the pump primed and flowed per specification. The device manufacturing records were reviewed and found no issues related to sterilization.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the patient developed an infection and the pump was subsequently explanted.